Event description:
The customer reported that the device has intermittent lead problems and they have tried replacing the trunk cable and lead set to resolve. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.